Event description:
It was reported that the implant wasn¿t working. The patient was using the patient programmer (pp) and was getting the informational power on reset (por) message. It was noted the implant was fully charged. The patient stated the implantable neurostimulator (ins) was five years and maybe it was time to replace it soon. The patient was assisted with clearing the informational por message and the patient was able to feel stimulation and was seeing the therapy icon setting was group b at 4.4 volts. This action resolved the reported issue. It was reviewed with the patient to know how much time the ins had left to have the device checked by the healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v590591, implanted:(B)(4) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v590591, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).